Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown elevated blood glucose (bg) level on (B)(6) 2026. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.